Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an right unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patients hip is very painful and he walks with a cane. Patient is reporting that he is unable to walk long distances and when he does he is unable to walk the next day because of the pain. Patient states that he has been having pain since surgery. Also complains of his hip feeling like it is going to pop out of the socket.

Manufacturer narrative:
The following other hip devices were also listed in this report: cat# 1236-2-848; restoration adm x3 ins 28/48; lot# unk. Cat# 6570-0-228; delta v-40 ceramic head 28/+4; lot# unk. Cat# 502-03-56e; primary tritanium hemi cluster hole cup 56mm; lot# unk. Cat# 626-00-42e; modular dual mobility insert; lot# unk. Cat# 2030-6530-1; 6.5 cancellous bone screw 30mm; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An event regarding pain and loosening involving a tritanium shell ((B)(4)) and other hip screw ((B)(4)) was reported. This event relates to loosening involving a tritanium shell and other hip screw which are detailed in (B)(4). Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patients hip is very painful and he walks with a cane. Patient is reporting that he is unable to walk long distances and when he does he is unable to walk the next day because of the pain. Patient states that he has been having pain since surgery. Also complains of his hip feeling like it is going to pop out of the socket.